Event description:
Information received by medtronic indicated that the customer received safety notification for battery cap and reported damage to insulin pump battery cap contacts. No further details were provided. No harm requiring medical intervention was reported. Troubleshooting could not be performed as the information was received through a web form. It was unknown whether the customer continued using the device or not. A replacement battery cap will be provided to the customer and the insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.